Event description:
The pt is implanted with a cervical and thoracic scs systems. It was reported the pt had experienced a loss of right-sided coverage of his cervical system. A full parameter diagnostic revealed invalid impedance values on several contacts. X-rays images revealed the leads were broken. The pt underwent surgical intervention to explant and replace the system leads. The explanted product has been discarded by the facility. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.